Manufacturer narrative:
The returned AED and battery pack were tested multiple times in the following simulated use scenario. The AED, battery pack and a set of test pads were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm). In all cases, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged, in preparation for shock delivery, and delivered a defibrillation shock, within specification, to the simulated patient. The AED was opened and inspected for unsoldered and damage components and all were ok. The results of the visual, functional, and simulated use tests indicate that the AED is performing within specification and functioning properly as designed. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, it was reported by a professional user that after a rescue attempt on a patient, the AED reported a service code. It was reported that the patient was not resuscitated. Review of the electronic data from the unit identified a twenty four minute rescue attempt with 7 shocks delivered to the patient and 6 shocks aborted. The electronic data file shows interference from an unknown source which resulted in the aborted shocks (hence the reason for this MDR).